Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: there was postoperative bleeding. There was no unanticipated tissue loss. There was no tissue damage. There was bleeding reported in excess of 500cc. Two units of sagm was required. There was an extension of hospital stay. No reinforcement material was used.